Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Manufacturer narrative:
H3: device not returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient¿s breathing was good but not as good as it was on veletri and they had gained 10 pounds, which was affecting their breathing as well. The patient experienced jaw pain, flushing, diarrhea, and foot pain since starting on remodulin. The patient also reported that their site becomes red, hot, painful, and swollen for two weeks after a site change. The patient was getting big holes in their abdomen from expired supplies, but this has since resolved. Per reporter, the device exhibited a ¿kink error¿ and the patient changed the device, which stopped the error. There was patient involvement and patient harm/adverse event reported.